Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized with diverticulitis. Nevro attempted to obtain additional information regarding the nature of the issue, but was unsuccessful. The patient was discharged and continues to use the device to find effective pain relief.